Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Corrected sections: b4, d9, g3, g6, h2, h3, h6, h11. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 used became detached. Because of this issue, the instrument was no longer usable, and they had to open another new vasoview hemopro 2. Nothing was detached inside the patient. There was a procedural delay. There was no harm to the patient. Per the photo, it shows that the heater wire is lifted. The device was returned to the factory for evaluation on 12/01/2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in the photograph. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photographs. An investigation was conducted on 12/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire and jaws. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. For the reported failure "material twisted/ bent wire", the most probable root cause is heat application to the device beyond intended use. Based on this testing, heat generation and conversely, heat sinking, was found as directly related to the integrity of the silicone fastening feature which retains the heater element. Cycling the harvesting tool with heat repeatedly without a heat sink and without adequate cool down times can compromise the silicone fastening feature of the device, further leading to heater element disconnection. The issue is represented by excessive heat with minimal cooling being applied to the device, where it is being used outside of the intended use of the product. The failure mode(s) has been investigated in CAPA 1119739. A crf/CAPA/scar/ncmr review was conducted for the two-year period nov 2023 to oct 2025. There is an existing CAPA 1119739, which is in "[implementing actions] " state for the reported failure "material twisted/bent wire¿ and product ¿vasoview hemopro 2. The failure modes addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device met all product specifications upon leaving the factory. There were no ncmrs identified which has no relation between the batch manufacturing process and the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required due to the CAPA 1119739, which is in "[implementing actions] " state for the reported failure "material twisted/bent wire¿ . (B)(6) which is "closed- done" status was initiated for the reported failure "material twisted/ bent wire". There were no consequences or impacts to the patient. The lot # 3000494795 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h11. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 used became detached. Because of this issue, the instrument was no longer usable, and they had to open another new vasoview hemopro 2. Nothing was detached inside the patient. There was a procedural delay. There was no harm to the patient. Per the photo, it shows that the heater wire is lifted.